Event description:
The customer stated that the external waste pump attached to the architect c8000 analyzer flooded causing sparks from the waste pump and a burning odor. An electrician at the customer account powered down the analyzer. Abbott field service was dispatched to the account. No injury was reported.

Manufacturer narrative:
Abbott field service found that the external waste pump had a loose voltage switch. Field service installed a new external waste pump and verified the waste pump was performing successfully. The customer ran daily maintenance and control runs and noted that the instrument appeared to be working as per specifications. The customer discarded the old external waste pump with the faulty voltage switch. (B)(4). The labeling review found the c8000 system service and support manual contains adequate information for the troubleshooting, and removal and replacement of external waste pump kits. Troubleshooting to assist the fse with troubleshooting external waste pump issues. Procedures for the removal and replacement of external waste pump kits. The labeling review also found the safety hazards on diagnostic equipment memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. A review of quality metrics was performed. No new issue was identified during the review, and it was determined no further action was required. Based on the available information and this evaluation, no deficiency was identified for the external waste pump kit list number.

Manufacturer narrative:
(B)(4). No patient involvement. (B)(4) spark.